Event description:
It was reported that one of the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted lead was discarded.